Event description:
It was reported that the atrial lead showed some continuous increase of impedance measurements, but had decelerated over a long period of time. The physician indicated that this trend is due to a physiological process and made a medical judgment leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693165 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).